Event description:
It was observed during the device inspection, that the processor had c95 occurring in one of the four oer-5s owned by the facility. This has been occurring frequently recently. When checked on-site, it was confirmed that there was a detergent leak. It seems that an error occurred due to a detergent leak. It has been confirmed that the same detergent leak occurred in the other two units. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned. The estimation was provided based on the on-site visit of the olympus professionals. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was confirmed that detergent adhered to the welded part and outside of the detergent sensor. It is possible that damage accumulated due to a large application of pressure, which may have led to the leakage. Based on the results of the investigation, the definitive root cause of the detergent leakage could not be determined. Olympus will continue to monitor field performance for this device.